Event description:
It was reported that prior to a laparoscopic cholecystectomy procedure, the 4-40 stud was broken off. Another like device was used to start and finish the case with no pt consequence.